Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively undersensing and no capture were noted on the right ventricular (rv) lead. It was further reported diminished p wave undersensing was noted on the right atrial (ra) lead and that the ra lead was sensing the rv lead. The leads dislodged. Lead revision has been scheduled and the leads remain in use. No patient complications have been reported as a result of this event.